Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse confirmed that the leak was caused by disconnected tubing from the sweep flow reservoir through pinch valve vl14c. The fse cut the tubing and reconnected it, resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that approximately 10 mls of uncontained blue liquid leaked from the rear compartment of a coulter lh 780 hematology analyzer during startup. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.